Event description:
Caller reported that the pump's quick bolus or wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.